Manufacturer narrative:
(B)(4)

Event description:
A provider reported that a patient was experiencing vocal cord paralysis. The provider was unable to determine if the paralysis was permanent or temporary. Device function was found to be normal. No known interventions have occurred to date.